Event description:
It was reported that the patient had an episode of ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) did not provide therapy. The patient was taken to the hospital and received external defibrillation. Device interrogation indicated there were three other events that were not treated and the ICD had reached elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).